Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The mainboard of the real time computer (rtc) was defective and the problem could not be solved by a reboot. As a result, the user received the message "no communication". Due to the complexity of the system, the loss of x-ray imaging or other system functions during an examination or procedure cannot be completely excluded in case of the failure of a non-redundant system component. As such, a warning in the operating manual (IFU) of the need for establishing emergency procedures in such cases exists. The affected part has been exchanged by the local service organization and the error did not reoccur. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.